Event description:
This report is filed for foreign material found on the device during device preparation. It was reported that during device preparation, outside of the anatomy, a small 1 mm ball of what seemed to be silicone gel was noted inside the hemostatic valve of the steerable guide catheter (sgc). The dilator was inserted into the sgc and the silicone ball was then seen on the tip of the dilator. This sgc was not used in the patient as the physician felt there may be a risk of embolization of the silicone ball. Another sgc was used to complete the procedure without further incident. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported presence of silicon on the dilator tip was confirmed via returned device testing. Although the analysis did not identify a small ball-like drop of silicone gel, as reported, there was evidence of silicone on the dilator tip and its corresponding location in the packaging tray. The reported presence of silicone (coded as foreign material) was therefore confirmed. However, this amount of silicone is consistent with the typical amount of silicone applied to the device. During manufacturing, silicone fluid is injected into the silicone valve chamber of the hemostasis valve to minimize instances of leaking and allow smooth insertion of the dilator and/or clip delivery system (cds). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the electronic complaint handling database indicated there had been no similar foreign material (silicone mass) incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.